Event description:
There was an allegation of a questionable tina-quant lipoprotein (a) gen.2 result from the cobas c 503 analytical unit for one patient. The initial result was 55 mg/dl. The first and second repeat results were 23 mg/dl. The third repeat result was 44 mg/dl. The fourth and fifth repeat results from another analyzer were 23 mg/dl. The result of 23 mg/dl was deemed to be correct. The questionable result was repeated as the customer was investigating fliers as this had been a recurring issue.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). Reagent issues were excluded as there were no further issues, and the correct repeat result was performed with the same reagent. The system was confirmed to be well adjusted and running within specifications. It was noted that the lab's humidity is significantly lower than specifications. It was also noted that the lab proactively pierces several of their calibration packs and may not use all of them. In the cone of the standy packs, the residual reagent dries out, and those sporadically pick up concentrates, causing higher reactions and results. The investigation determined that the root cause was consistent with the environmental conditions of the lab, along with lab-specific use of the calibration packs.